Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in an unknown location. The cause of death was a heart attack, type 1 diabetes, and coronary artery disease. The caller stated that the customer had type 1 diabetes and coronary artery disease that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the customer was not using sensors. No further information was provided. It is unknown if the next of kin will return the insulin pump for analysis.